Event description:
Procedure type: colectomy. According to the rptr: when the device was fired, it was noticed that the staples did form but the unit detached and had to be manually removed from the pt's rectum. The doctor had to cut the colon, and remove the staple line to recover the detached piece. Blood loss was reported, although the amount is unk, the delay in operative time was more than 30 minutes. Also tissue loss was reported. The doctor used a second eea31 to continue the case.

Manufacturer narrative:
(B)(4).